Event description:
A complaint of pain at the pocket site and difficulty charging was reported. The pt underwent revision surgery. During the revision, the surgeon decided to replace the pt's precision sys. The pt is reportedly doing well.